Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34679. Implanted: (B)(6) 1995. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 02-jan-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Rep saw the patient for a post-opt visit after the ins was replaced and noticed electrode 2, 3 combination has a short at 80 ohms. Rep programmed 1+0- 350pw 40hz and the patient was able to get coverage.